Event description:
This patient had bialteral breast augmentation in june, 1985 using the silicone breast implants. The pateint had symptoms of intermittent headaches, numbness and tingling in her hands and feet for a short period of time. Her sntinuclear body test is a low positive 1:80 the patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was intact the right implant was ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.